Event description:
It was reported that the customer experienced high blood glucose levels over a month period. It had gone up to as high as 500 mg/dl. The customer stated that the insulin pump was not alerting them about low battery. The customer had treated with the insulin pump and with manual injection. Troubleshooting was performed and everything tested within specification. The customer declined performing a high pressure test because they did not have enough supplies. The cannula of the infusion set was not occluded. In the alarm history there was off no power alarm present. The customer's blood glucose at the time of the phone call was 154 mg/dl. The drive support cap was recessed. Troubleshooting was performed for the failed battery test; the battery was replaced with a new battery. The issue was resolved. Nothing further was reported.